Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the capsule had been detached from the delivery system. The photo also matched the lot number and the model number of the complaint. It was reported that the bravo capsule failed to detach from delivery system during use. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient's esophagus and was dislodged but still in the opening of the introducer upon removal. They placed another capsule on the same procedure and attached successfully. There was nothing unusual about the patient or the procedure. Lubrication was used to facilitate the placement of the capsule. There was no patient or user harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - the capsule failed to attach to the patient's esophagus and was dislodged but still in the opening of the introducer upon removal. One bravo delivery device was returned for analysis. A picture was also provided by the customer for analysis. A visual inspection of the returned photo noted that the capsule was detached from the delivery system. Inspection of the returned product noted: adhesive was noted on the nose of the delivery device. Adhesive was noted at the capsule attachment point. The capsule failed to detach from the delivery system due to excessive adhesive on the delivery device. Based on the evidence available the reported condition was confirmed. A process improvement has been initiated to prevent this condition from recurring. A review of the device history record indicates no potential manufacturing issues that may be related to this event were identified at time of release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.